Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the drive wheel did not complete full cycle. The needle was broken on proximal end of cannula and the broken part of the needle stayed stuck inside the cannula. Glue spotted inside proximal ends of cannula and needle. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be an assembly error for excess glue in needle and cannula.